Event description:
Dealer states unit would not turn on, compressor not working and it would trip the breaker. All three lights come on and after 30 seconds and breaker would trip and beeping every 5 seconds. Troubleshooted with tech ap and cover taken off, dealer found the capacitor to have been dented like it was shipped sideways and the compressor was laying on it. Dealer tried to spin the compressor blades to jump start and nothing happened. Tech advised to replace unit. Putting in quote no po# available from dealer's techs.